Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there were multiple strings of driveline fault alarms during the 35 day length of the log file from (B)(6) 2021 to (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the report of syncope and black, tarry stools that required blood transfusions could not be conclusively established through this evaluation. Review of the submitted log files confirmed several silenced driveline fault alarms. Based on historical experience with the heartmate ii lvas and similar reported events, these events could be indicative of an issue with the driveline. A review of the submitted log files from (B)(6)2021 through (B)(6)2021 found that the pump maintained a stable speed above the low speed limit without issue. Silenced driveline fault alarms were captured throughout the log files. The system otherwise appeared to be operating as intended, and there were no other notable alarms active in the log files. The patient remains ongoing on (B)(6). The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate ii lvas, including bleeding (perioperative or late). Section 6 ¿patient care and management¿ contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 6 (under ¿pump performance monitoring¿) states that complaints of dizziness should prompt immediate evaluation of the patient and the system. Section 6 also discusses damage due to wear and fatigue of the driveline. This section contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. C, is currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 24aug2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number 2916596-2021-02942. It was reported that the patient had a known driveline fault (manufacturer report number 2916596-2021-02341 and manufacturer report number 2916596-2021-01754). Patient had decided not to have a pump exchange. The patient was admitted on (B)(6) 2021 with 2 times syncope, fatigue and black tarry stools. Log fie analysis captured constant driveline faults but no other unusual events were noted in the log. The driveline data showed that the wire in phase one may had been totally compromised but the other wires appeared to be function as intended. The voltages seen in the log file were way below the 14 volt spec and were noted to be in the 11-12 volt range. It was recommended to exchange the patient cable or the mobile power unit. The patient was transferred to a different hospital and received a total of 3 units of packed red blood cells. Patient underwent an esophagogastroduodenoscopy, a colonoscopy and a video capsule endoscopy study. Esophagogastroduodenoscopy and colonoscopy did not reveal any obvious sources of bleeding. Results from video capsule endoscopy study were pending.